Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver does charge and boot. The unit displays initialization screen and continuously resets without displaying trend graph or date/time set. Receiver download cannot be performed with receiver in this state. The receiver case was open for internal inspection and passed. Performed receiver download with main board separated from ui-u1. The receiver contains no issues to confirm complaint. The reported event of initializing screen without manual restart was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. The receiver has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete. No data was provided for evaluation. The report of the receiver initializing without manual restart could not be confirmed. A root cause could not be determined.